Manufacturer narrative:
Other, correction: event date.

Event description:
Information was received indicating that the pump displayed a double alarm.

Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd legacy pump was returned for analysis with a scratched screen. During analysis, the moment the device was powered up, the device started double beeping. Service will replace the downstream sensor to correct the reported issue. Service will also replace the scratched screen. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy 1 pump displayed error code 1087495. No patient injury or complications were reported in relation to this event.